Event description:
Performing aortic valve replacement. At time of implant, valve "fell apart". One leaflet separated into 3 pieces. Valve immediately removed and replaced. Pieces retrieved from ventricle.